Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported the emphasys liner tip adaptor was attached to the impactor handle. The scrub nurse screwed it onto the impactor. The case was completed successfully. The sterile services team said they were unable to removed the adaptor tip from the handle after a previous case, so they processed the adaptor and handle as one piece. This would have put the patient at an infection risk when the adaptor was removed in order to attach the cup. We will do education with the hospital staff to ensure the parts are disassembled after the case and prior to sterilization. No surgical delay.